Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is that the htr-pmi implant had the wrong sterile date on the label. Upon review of the returned product and the reworked DHR, it can be seen that the incorrect date was originally placed on the label. The complaint is confirmed. The most likely underlying cause of this complaint is a operator error during the label creation process. Refer to (B)(4) for additional investigation. There are no additional indications of manufacturing defects. This is a level one complaint in accordance with the levels defined in section 7.2.3 of sop 14.0.9 (product evaluation). The complaint was in regards to an incorrect label and there was no alleged malfunction of the implants. Due to this a risk document review is not applicable. For htr-pmi implants (pmxxxxxx) in the previous year (from the notification date) this leads to a (B)(4). This is a patient matched product and the lot number is unique to this device. There are no additional complaints on this lot. Refer to (B)(4) for additional risk assessment. The DHR of this product was reviewed and no additional non-conformance was found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported that a custom implant was distributed with a four year expiration date instead of the correct three year expiration date. The labeling error was discovered upon receipt of the implant. There was no patient involvement.